Event description:
The patient reported pain at incision sites. There was not any redness or drainage, but rather intense pain when they would lean back in a chair or lay on their back. At the time of the explant the clinician noticed puss and drainage at the tunnel site of the receiver. The clinician washed the incisions and tract out with vancomycin and saline and put patient on oral antibiotics. An explant procedure was performed on (B)(6) 2022, and no further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile/expired device, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The patient was thin and did not have much tissue between the stimulator and their bones which could contribute to the reported issue. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. However, the cause of the pain is likely due to the patient being a poor candidate due to health, weight, age, or mental capacity as they are thin and do not have much tissue (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.